Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that noise resulting in oversensing and inappropriate shock was reported when it comes to this device and electrode. Two separate vectors were tested but the patient received inappropriate shock in the primary and alternate vector tus no vector option was available. A possible system revision was discussed. Additional information noted that an electrode repositioning took place and the electrode was attempted to be implanted in a new position. During the repositioning the electrode was pulled harder due to it being adhered to the heart tissue, thus a new electrode was used. The electrode will be returned for analysis. No adverse patient effects were reported.